Event description:
It was reported by customer that the cardiosave hybrid intra-aortic balloon pump (iabp) had gas loss alarm. No patient involvement. According to customer, it was an issue with the balloon and customer installed a new one.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.